Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 10 bd luer-lok 1-ml syringe experienced numerical marking variation. The following information was provided by the initial reporter: numerical marking variation (in the barrel) in 1ml ls syringe.

Event description:
It was reported by the customer that 10 bd luer-lok 1-ml syringe experienced numerical marking variation. The following information was provided by the initial reporter: numerical marking variation (in the barrel) in 1ml ls syringe.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the photos. Analysis of the photos showed that there was scale line printing issue. Bd determined that the cause of the failure was associated to the manufacturing process that prints the scale markings onto the syringes. Actions have been taken to correct the portions of the manufacturing machinery that resulted in the scale marking issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements. DHR for syringe was performed for the batch 1356122.